Event description:
The center reported that a left ventricular assist device (lvad) pt was in the or for a pump exchange. After the pt was opened it was discovered by the surgeon that the lacing on the inflow valve was severed and graft/sleeve material on inflow valve sheared. The pump was exchanged without incident.